Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported that at the 07/24/2006 pump refill, there was an issue with subcutaneous leakage 15ml. The patient had issues with a decrease in level of conciousness and difficulty breathing. The patient was admitted to the intensive care unit, given an "antidote," monitored for 24 hours, and then one additional day in the hospital before being discharged to home. The hcp believed there was something wrong with the pump. The pump was explanted and returned to the manufacturer for analysis. The patient is reported to have fully recovered. A follow up report will be sent if additional information is received.